Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from waldenburg indicates a clinic in spain reported: pt status post pfna 130 degrees nail implantation returned to surgeon. An x-ray in (B)(6), 2010 showed the nail broke. Surgeon was removing the hardware and experienced problems removing the blade with the extractor. Surgeon did remove all hardware. This is one of three reports for this event.